Manufacturer narrative:
The reported event of signal drift could not be confirmed. Functional testing could not be performed due to the condition of the returned pressure wire. The presence of a dried blood-like substance inside the covering of the sensor element can affect signal readings, which precludes further testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal drift remains unknown. The pressure wire instructions for use (IFU) states that false reading may occur if the male connect is: not dry, clean and free of coagulated blood. Not fully inserted into the bottom of the transmitter (indicated by yellow light). Bent or damaged. The pressure wire instructions for use (IFU) states for optimal pressure measurement adjust the position of pressure wire so that the sensor does not touch the atrial or ventricular walls, to avoid measurement due to movement.

Event description:
The pressure wire aeris was used to measure the pressure to determine whether the physician should implant an intra coronary stent. The pressure wire displayed erroneous values and extremely low values. The pressure wire was withdrawn and another pressure wire aeris was used to perform the procedure. Additional information march 1, 2018, indicated that an additional access puncture was required for another pressure wire aeris use to complete the procedure.